Event description:
Nurse tried to use pencil once and it wouldn't work. She tried a second time and it shocked her, burning her thumb (small, superficial burn). She also saw sparks at the connection of the cord and body of the pencil. The user facility will not be returning the device, due to it has been thrown away.

Manufacturer narrative:
User facility discarded suspect device, therefore, the device was not returned to conmed for evaluation. Conmed is unable to confirm the reported malfunction. Suspect product was manufactured over six (6) years ago. The expected life of this product is 12 months or 100 uses, whatever comes first. This particular device without question was used outside its recommended life span. This is stated in the supplied instructions for use.